Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming and failure to function". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned not engaged. There was biolo gical material was observed on the device. The stapler was returned with one fully formed staple, indicating at least 34 staples were fired by the customer. It cannot be confirmed if the customer fully engaged the trigger of the stapler when firing this staple. The stapler was returned with one fully formed staple remaining in the cover block. The fully formed staple was loaded in the stapler. The staple fully released upon completing the full engagement of the trigger. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jam - staples not releasing" was not confirmed based upon the sample received. The stapler was returned with one fully formed staple remaining in the cover block. The fully formed staple was loaded in the stapler. The staple fully released upon completing the full engagement of the trigger. For this reason, conclusive functional testing could not be performed. The complaint could not be confirmed as manufacturing issue as it cannot be confirmed that trigger was fully engaged by customer when fired. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming and failure to function". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine."